Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "doctor states that the guidewire kinked when trying to advance it." The issue was identified prior to inserting into patient. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed to evaluate the cause of the damage as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "doctor states that the guidewire kinked when trying to advance it." The issue was identified prior to inserting into patient. There was no patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. The customer also returned one guide wire and product lidstock for analysis. Definite signs of use were observed on the returned sample. Visual analysis of the guide wire revealed multiple kinks along the body. The distal j-bend appeared intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 355, 365, and 500mm from the proximal weld. The guide wire length measured 680mm, which is not within the specification limits of 444 - 456mm per the guide wire product drawing. The guide wire outer diameter measured 0.846mm, which is not within the specification limits of 0.78-0.81mm per the guide wire product drawing. The discrepancy with the guide wire length and outer diameter measuring out of specification indicates that either the incorrect guide wire was returned on the incorrect finished good was reported. The guide wire was passed through a lab inventory arrow raulerson syringe (ars)/18ga introducer needle subassembly. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed on the reported batch, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. Despite the damage, the sample met all relevant functional requirements, and a device history record review did not reveal any relevant findings. However, the guide wire length and outer diameter did not meet the specification requirements. It is unknown if the incorrect guide wire was returned or if the incorrect finished good was reported. Based on the customer report and the kinking observed on the returned sample, the failure appears consistent with damage due to unintentional use error; however, due to the dimensional discrepancies, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "doctor states that the guidewire kinked when trying to advance it." The issue was identified prior to inserting into patient. There was no patient harm or consequence.